Manufacturer narrative:
This report is submitted on september 22, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to extrusion of the device through the skin flap. The implanted device remains.